Manufacturer narrative:
H3 other text : the case was kept open for 60 days with no device sent to the bench. The rse closed the case.

Event description:
It was reported to philips that the device is not recognizing the battery/charging it. The device was reported to be in use on a patient, but no adverse event to patient or user was reported. The customer was in contact with a remote service engineer (rse). The customer requested the device be sent to the bench. The case was kept open for 60 days with no device sent to the bench. The rse closed the case. Although no evaluation was performed by the manufacturer, this will be documented as a malfunction, the cause of which was not determined. The device remains at the customer site and no further evaluation is warranted at this time.

Event description:
It was reported to philips that the device is not recognizing the battery nor is it charging the battery. There was no patient involvement.

Event description:
It was reported to philips that the device is not recognizing the battery/charging it. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.